Event description:
The customer reported a suspect flag for immature cells (blasts) was not generated for a patient sample when using the unicel dxh 800 coulter cellular analysis system. The patient sample was identified as having blast cells upon examination of a morphological slide review. No erroneous results were reported out of the lab. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) collected raw data from the instrument for further analysis. To address an unrelated partial voteout issue on the rbc (red blood cell) parameter, the fse replaced the rbc chamber and tubing resolving the issue. Analysis of the raw data collected for this event provided the following conclusion: the histogram patterns and other features show no significant abnormality for the algorithm to set blast flags for consistency. This MDR is related to MDR 1061932-2014-00557 for a similar event on another date.